Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received notification that this patient with a 23mm valve implanted in the aortic position experienced moderate central regurgitation with improper leaflet closure 8 days after implant, as noted by echo. As reported, during the operation, the physician said there was a hole inside valve but he didn¿t assess the valve situation later. Continuous suturing was used to implant the valve. It is being discussed which actions would need to be done. Echo images were provided, showing aortic regurgitation, with an apparently paravalvular jet origin. The device remains implanted. Patient discharged.

Manufacturer narrative:
Echocardiography images were reviewed. Based on the review of a limited number of exclusively static images, there appears to be aortic regurgitation of unknown severity associated with a recently implanted aortic bioprosthesis, with an apparently paravalvular jet origin. If available, the submission of additional images, and especially of moving images, could help better clarify aortic regurgitation severity and characteristics.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. A manufacturing related issue was not identified. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this (B)(6) year old patient with a valve implanted in the aortic position experienced moderate central regurgitation with improper leaflet closure 8 days after implant, as noted by echo. As reported, during the operation, the physician said there was a hole inside valve but he did not assess the valve situation later. Continuous suturing was used to implant the valve. It is being discussed which actions would need to be done. The device remains implanted. Patient was discharged.